Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. It is reasonable to assume that tensile forces applied during the surgery should be taken into consideration. Further analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR -after an implantation period of about 7 months, a lead dislodgement was reported. During the revision procedure on (B)(6) 2015 it was decided to replace the lead as the helix did not move. The lead was explanted and not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.